Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly and blank display. Customer stated the insulin pump was dropped. Customer stated the insulin pump was not exposed to moisture. Customer stated that contacts on battery cap was neither missing nor damaged. Customer stated the display returned after inserting a new battery. Customer stated all the keys are not working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.